Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an alert for a long charge time. Review of the merlin.net transmissions confirmed long charge time during capacitor maintenance. Device replacement was suggested. The device was explanted and replaced. The patient was stable post-procedure.